Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted (B)(6) customer service to report order (B)(4) not being delivered on 1/30 as expected she had to use large gloves instead of extra-large gloves. This caused bruising on her hands. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).